Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on an unknown date in 2015, this patient underwent emergency endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system (ctag ac) for impending rupture of the descending aortic aneurysm. On (B)(6) 2021, the findings of aneurysm enlargement, and type ii endoleak originating from the intercostal artery were confirmed. There were no obvious proximal type I endoleak nor distal type I endoleak, but it was determined that the landing zone was not sufficient by computed tomography image. Upon reintervention, an additional stent graft was deployed to extend the device proximally. An attempt was made to coil embolize the intercostal artery but it was unsuccessful. On (B)(6) 2021, it was reported that there was no obvious enlargement of the abdominal diameter. However, it was observed that abdominal diameter exceeded 110 mm, and the distal neck was short. Therefore, an additional stent graft was deployed to extend the device to just above the celiac artery. The physician stated as follows: at the time of the initial emergency tevar, the landing was short for both the proximal neck and the distal neck. It was assumed that taa enlarged due to type ii endoleak from the intercostal artery, and the length of the neck became shorter. There was no obvious enlargement of the abdominal diameter after the additional implant to the proximal side. However, it was observed that abdominal diameter exceeded 110 mm, and the distal neck was short. Therefore, it was determined to extend the device to just above the celiac artery.